Event description:
It was reported that this unknown tachy device detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. The health care professional (hcp) decided to change the shock vector from triad to rv coil to can. No adverse patient effects were reported. The device and rv lead remain in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. The health care professional (hcp) decided to change the shock vector from triad to rv coil to can. No adverse patient effects were reported. The device and rv lead remain in service.